Event description:
Attempted to report a defective dexcom g7 sensor to dexcom. I always save the box so that I have the serial # (which is printed as line 21 on the end of the box). They stated that serial # had already been reported. I then checked my other remaining box, and it had the same serial #. The serial # on the box is supposed to match the serial number on the applicator, as confirmed by both the dexcom support rep and their own website, and should be unique for every sensor. However, both sensor boxes contain identical identifying information, including lot # and serial #, that does not match the sensor or applicator. Device: 2588, 2911. Patient: 4580. Reference report: mw5188502.